Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, d4, d9, g1-2, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4, g1-2. Visual examination on the product revealed signs of use (dings, scratches) and confirmed that the spring is broken/fractured; not all pieces returned. Performed dimensional analysis results are within specification. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process. Based on the available information, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the spring of the femoral slap hammer broke during use. No piece of the fractured instrument fell into the patient. There were no consequences or impact to the patient. Attempts have been made and no further information is available at the time of this report.